Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "failure 814:04". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 814:04 was confirmed during event history log review. However, the quality engineer could not determine the root cause of this condition. The problem was not reproduced and the cause was not identified. Similarly, no repairs or corrections have taken place at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.